Manufacturer narrative:
No rewind loop occurred during testing. The insulin pump alarmed during the basic occlusion test due to a cracked end cap. The insulin pump passed the displacement test and the rewind test. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a compromised force sensor system alarm from her insulin pump. The customer stated the insulin pump was squirting out insulin and stuck in the rewind loop. The customer's blood glucose level was 267 mg/dl. Standard troubleshooting was performed. The customer stated the insulin pump's drive support cap was loose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.